Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-2352-70 serial #: 1001747 / 1001748 description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient will undergo a revision procedure wherein the leads and ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient will undergo a revision procedure wherein the leads and ipg will be replaced. No device malfunction was suspected.